Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that approximately 24 hours post-implant, threshold and impedance measurements were high and loss of capture and sensing issues were observed. The physician performed a revision procedure. Using fluoroscopy, it was found that the terminal pin was under-inserted in the pacemaker header. The lead was tested through the pacing system analyzer (psa) and measurements were normal. The lead was inserted back into the device header and baseline noise was observed. The lead was reconnected again, and all measurements were appropriate. The field representative programmed the sensing from automatic gain control (agc) to a fixed sensitivity of 5mv. Outputs were programmed to 3.5v since the ventricular threshold measured at 0.4v. Then the following morning, telemetry noise and pacing inhibition of 4 seconds was observed. Other than the revision, no adverse events occurred as the patient¿s underlying rhythm came through. No information was stored in the device memory. No explanation could be made of the root cause, but the field representative questioned possible air bubbles. Boston scientific technical services (ts) was contacted and discussed that an electrogram would have likely been stored if this was an air bubble issue, however this was never confirmed. Ts discussed other troubleshooting options, however, the family requested the device and lead be explanted and replaced with a competitor product.